Event description:
It was reported that while this device was being used in an angioplasty procedure, an ostial dissection occurred and emergency bypass surgery was required. The patient had post-op bleeding, attempts to stop bleeding failed. The patient fibrillated and then died. The device was not returned for analysis.